Event description:
It was reported that customer had experienced hypoglycemia of 1.9 mmol/l. Customer had treated hypoglycemia with food. Customer current blood glucose was 5.8 mmol/l. Troubleshooting was performed. Customer alleged insulin pump was over delivering. Customer reported insulin pump was exposed to magnet during medical procedure. Customer was assisted in performing displacement test. Customer reported displacement test passed. Customer reported auto mode feature was active during reported low blood glucose event. Customer had been using insulin pump within 48 hours of reported low blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black customer returned pump for alleged over delivery and low bg found on 21-nov-2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0872 inches. Pump fails self test due to pump error 63. The history/trace downloads were successful using thus and carelink. Confirmed pump error 63 on 06/24/2022 at start time 07:17:34.000 with variable 03. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint at pin 2. The following boluses were delivered on event date: dailytotalofbolusinsulindelivered = 17.65 totalofboluswizardfoodcorrectioninsulindelivered = 13.575 totalmealwizardinsulindeliveredasfoodbolus = 4.075 test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Unable to verify customer alleged for low bg or possible over delivery anomaly. Pump error 63 due to cracked solder joint on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.